Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, pump error 63- hardware low level failures. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, mmt-1880. Troubleshooting was partially performed. Customer reported second occurrence of the pump error 63. Customer was able to clear the error. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment; however, a partially broken retainer ring at the knit line was noted during visual inspection. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Found pump error 63 alarms in the pump history files and traces (variable #: 15) on the event date of 10/10/2024 at 21:07:35.000 due to a possible hardware failure. Pump alarmed 3 no delivery alarms on the event date of 10/10/2024 at 20:13:27.000 to 21:19:00.000 during bolus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications [23.374 mv]. The following were also noted during visual inspection: scratched case, battery tube threads - cracked, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. No delivery/occlusion alarm was not confirmed during testing. Pump error 63 (variable #: 15) was confirmed in the pump history files and traces due to a hardware failure. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.